Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02076. It was reported that a myocardial infarction and stent thrombosis occurred. The 2.5x15mm, eccentric and de novo target lesion was located in the severely calcified, 90% stenosed proximal to mid left anterior descending artery (lad) which had a >45 bend. The lesion was predilated with a 2.0x15mm emerge balloon along with a 2.0x15mm apex balloon, leaving 80% stenosis distally and 70% stenosis proximally. A 2.5x12mm synergy¿ stent was implanted in the proximal lad and a 2.75x12mm synergy¿ stent was implanted in the mid lad. It was noted that the patient stopped therapy for two days following the procedure. In (B)(6) 2015, it was noted that the patient remained stable. However, four days later, the patient experienced chest pain and an acute myocardial infarction and thrombosis was discovered. The following day, intervention was performed and there was evidence of thrombosis in the synergy¿ stents located in the proximal to mid lad. A kinetix guide wire and a 2.5x15mm apex balloon were used to treat the lesion and a temporary pacemaker was implanted and argastac medication was administered. It was noted that the patient passed out; requiring coronary therapy and the patient¿s medication was changed to plavix, lanoxin, tritace, aspirin, and brilinta. Follow up angiography was performed twelve days later and the permeability of the synergy¿ stents were confirmed. No additional patient complications were reported and the patient¿s condition is stable.